Event description:
It was reported to philips that the device experienced a pads failure during operational testing. A shock equipment malfunction message was also displayed at power on. There was no reported patient or user involvement and no adverse patient/user impact.